Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/21/2015, the reporter contacted animas and alleged the pump was emitting frequent low or replace battery alarms which more frequently than indicated in the user guide. The patient has a blood glucose of 405 mg/dl with abdominal pain and nausea. Customer support attributed the bg excursion to a training/misuse issue. There is no indication of product malfunction. This complaint is being reported as the patient experienced hyperglycemia related to training/misuse.